Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical  ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has visualization of particles. There was no report of patient harm or injury. The manufacturer received additional information that the patient also alleged to have sinus headaches, dry throat, cough. In this report, section "date received by mfg' and section "patient outcome code grid" has been updated / corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.